Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the subject device at the service department of olympus (B)(4) and found that the scope communication error e226 was displayed on the monitor. Error code e226 means that the communication between the endoscope and video system center has failed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2 and h8. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, e226 error was confirmed to have occurred in the device. However, a root cause could not be identified. Other inspection findings: coupler lock failure olympus will continue to monitor field performance for this device.